Manufacturer narrative:
A field service engineer (fse) called the customer site to address the reported event. The customer verified the error by reading the message from the instrument screen. The customer was able to reproduce the error by trying to run quality controls (qc) again. The fse had the customer perform a tube rack test with randomized sample cups, tubes, test cup adapters, and empty spaces. The results showed that the instrument read all positions as tubes, indicating a problem with rack sensor on the loader. The customer observed the lower finger of the sensor had become stuck backwards due to tape from sample tubes. Removing the tape allowed the finger to come back into place. The customer was able to run quality control (qc) and patient samples without error. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 27dec2018 through aware date 27jan2020. There were no other similar complaints identified during the review period. The aia-900 operator's manual under section flags and error messages states the following: 6006 skipped, position mismatch cause: the installation positions of specimens in the analyte registration of an assay order were different from the installation positions of sample containers in a sample rack. Action: set the specimen in the installation position specified in the work list. If the installation position is correct, check the installation condition of the sample container, and so on. If no problem is found, it means that the container detection sensor must be inspected, so please contact tosoh local representatives. In the case of specimen ID assay, confirm that the assay order agrees with the specimen installation position. The probable cause of the reported event was due to the failure of the rack loader sensor and the lower finger of the sensor being stuck. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting error message 6006 skipped position mismatch on the aia-900 instrument. Technical support had the customer use different assay cups. The error 6006 occurred on multiple assays. The customer deleted the 100 line in the barcode order and non-barcode order then spray the rack entry with canned air. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp), follicle stimulating hormone (fsh), progesterone (prog ii), prolactin (prl), intact parathyroid hormone (ipth), luteinizing hormone (lh ii), and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.